Event description:
It was reported that: (B)(6) 2023, a hole was found in the package prior to use effecting sterility. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, unopened cvc kit for analysis. The seal along the outer edge of the lidstock was intact and uniform along the tray. Visual analysis revealed that the kit lidstock and tray contained a sterility breach in the form of two small holes. A third hole on the lidstock was also observed; however, the location of this hole did not create a sterility breach. Microscopic examination confirmed the holes on the lidstock. Slight damage was also observed on the tray. The packaging facility was contacted as part of this complaint investigation. They confirmed that the damage likely occurred after the kit was sealed. Additionally, there is no process step in the packaging process that typically results in the damage observed. The distribution centers (edc rhenus and ap07) were also contacted as part of this complaint investigation. In edc rhenus, they confirmed that this finished good shows no record of repackaging. Likewise, there is no record of this finished good showing such damage during their handling. In ap07, they confirmed that chinese labels are placed on the lidstocks of the kits; however, there is no process that can cause this type of damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a sterility breach was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the kit lidstock and tray contained a sterility breach in the form of two small holes. Based on the comments from the packaging facility and the distribution centers for this finished good, this type of damage has not been observed as part of the normal packaging/handling process. Additionally, there are inspections in place to check for such damage. Based on the customer report, the sample received, and the comments from packaging/distribution, storage/shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023, a hole was found in the package prior to use effecting sterility. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that: 13 oct 2023, a hole was found in the package prior to use effecting sterility. There was no patient involvement.